Manufacturer narrative:
(B)(4): failure to follow steps/instructions for use (leaving the guide wire tip prolapsed). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the bmw universal guide wire was being used in a narrow, heavily calcified, almost totally occluded lesion close to the main artery, in the proximal left anterior descending (lad) artery. Using his normal technique, which provides more stability during the procedure, the physician advanced the bmw universal guide wire beyond the lesion, far into the distal vessel, where a loop was formed with the guide wire tip; however, the loop appeared to have an "edge" and not the same curvature as normal. As no other devices were able to be delivered to the narrow lesion, during the attempt to remove the bmw universal guide wire from the patient, strong resistance was felt and the guide wire was unable to be moved forwards or backwards. During further manipulation of the tip and distal end of the guide wire separated (approximately 12 cm) and remained in the lad. This caused a further occlusion of the artery and the patient experienced a myocardial infarction (mi), which was treated with medication and the patient was brought back to a stable condition. No further attempts were made to remove the guide wire from the lad due to the patient's condition. There was no clinically significant delay in the procedure due to the guide wire separation, as after the mi occurred the procedure was stopped. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the warnings section of the hi torque guide wires instructions for use (IFU) states: do not allow the guide wire tip to remain in a prolapsed condition.